Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the system failed to boot as a result of the reported issue. There was no pt injury or death reported.